Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a possible stroke. Diagnostics included MRI to investigate the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that no MRI was performed on the patient as facility did not have proper coil. The hcp reported that the patient was hospitalized, likely around (B)(6) 2018. The hcp reported that the patient went to the hospital on (B)(6) 2018, and presented with slurred speech, weakness in the right face, and difficulty walking, for over 3 months. No further patient complications have been reported as a result of this event.